Event description:
Patient underwent a left total hip arthroplasty. The tip of the biomet taperloc broach (approximately 1.2cm) broke off in the patient's intermedullary canal. This was noted post operatively by the physician reviewing the patient's post operative left hip x-ray films. The tip of the broach remains in the intermedullary canal. The biomet representative has been contacted stating he put the set together after the procedure and the missing piece of the broach was not noted at that time due to the size.